Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported left side "textured implant rupture." Healthcare professional additionally reported "unknown mass of breast." This event is not device related. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: brown particles in the shell, opening extended on anterior and underweight. A visual and microscopic analysis was performed which identified: striated opening on anterior. Based on the device analysis the final assessment is: a striated opening on anterior side assessed as surgical damage.

Event description:
Patient reported left side "textured implant rupture." Healthcare professional additionally reported "unknown mass of breast." This event is not device related. The device has been explanted.